Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, the following information was received: it was reported that the 3x60mm armada 18 balloon dilatation catheter (bdc) was prepared for use without issue. The lesion was moderately calcified. The bdc was advanced and positioned at the target lesion and inflation was initiated; however, the balloon did not hold pressure and contrast could be seen exiting the balloon. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right peroneal artery. The device was advanced to the lesion and when attempting to inflate the balloon, a small perforation / tear was noted and contrast was leaking from the balloon. The device was removed and another armada 18 was used to complete the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.